Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During a therapeutic procedure, the endoscopic image was not displayed. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.